Event description:
It was reported that a perforation occurred during the cardiomems implant procedure prior to the cardiomems catheter insertion. The implant was aborted. It was confirmed that there was a small pulmonary artery capillary hydraulic dissection and localized hematoma. The patient had shortness of breath and bloody sputum. No treatments or interventions were required and patient was not hospitalized.

Manufacturer narrative:
The results of the investigation are inconclusive since no device was returned for analysis as the event occurred prior to the cardiomems device being opened. Based on the information received, the cause of the reported incident could not be determined.

Event description:
It was confirmed that a second implant attempt was successfully completed on (B)(6) 2026.